Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3537, product type programmer, patient. Product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that they had diarrhea right after the procedure. The patient also stated they had trouble with the controller but they spoke to a rep and they changed the patient from the left to the right side, then back to right since the left wasn¿t working. On (B)(6) 2017, the rep reported that the rep was not made aware of the patient's diarrhea, however, they and the patient did troubleshoot the controller. The patient was just having basic issues with use. They switched sides, but the patient had lead migration. It was noted that they experienced a greater than 50% improvement prior to this. The patient was planning on getting a full implant, but was recovering from a hip surgery. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 305901 lot# 51019194 product type screening if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the manufacture representative (rep) who provided device information for the lead and the patient's weight at the time of the report. No further patient complications have been reported as a result of this event.